Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The additional xience v stent is being filed under a separate medwatch report. The reported hypotension, ischemia, and thrombosis are listed in the xience v everolimus eluting coronary stent system instructions for use as a known adverse event associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatment appears to be related to the operational context of the procedure.

Event description:
It was reported that on (B)(6) 2011, a non-abbott stent was implanted to treat a lesion in the circumflex. On (B)(6) 2011, the procedure was to treat a 90% stenosed lesion in the proximal to mid left anterior descending (lad) artery. Pre-dilatation was performed and the 2.5 x 28 mm xience stent was implanted in the mid lad at 10 atmospheres (atm), and the 2.75 x 23 mm xience stent in the proximal lad at 18 atm. Intravenous ultrasound was not performed; however, angiography was performed and it was confirmed that the stents were well expanded, and the patient was released the next day. It was noted that the two xience v stents may have been implanted overlapping. On (B)(6) 2011, the patient was transferred to the hospital with respiratory distress. Angiography was performed and it was confirmed that the proximal lad was totally occluded. Aspiration was performed in the proximal lad; however, the aspiration device could not cross to the mid lad and the patient experienced low blood pressure; therefore, an intra aortic balloon pump and an embolic protection device (epd) were inserted. Dilatation was performed in the implanted stents and blood flow was recovered. Two non-abbott stents were implanted over-lapping in the mid lad. Angiography was performed and distal thrombus was still suspected; therefore, an additional non-abbott stent was implanted with 0% post-stenosis. After removal of the epd, slow flow and low blood pressure occurred. Medication was administered and flow was recovered. The patients blood pressure was elevated and the procedure was complete. No additional information was provided.